Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
It was reported that during stage I, the pt snagged her lead. During the stage ii implant, the physician noticed that the lead was 'deformed' when she tried to connect it to the ipg. The lead was broken and a new lead, extension, and ipg were implanted.